Event description:
The date of the event is unk. The customer reported that the pt was on a primary insulin drip and when the entered the room, she found liquid leaking from part of the tubing inside the pump. A hole was found in the tubing at the top where the tubing is flexible. No add'l info was available.

Manufacturer narrative:
(B) (4). (B) (4).